Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he examined the device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a recent patient event, their device would not detect that the patient was connected. The patient had gone into asystole during a left heart catheterization procedure when medical personnel observed that the device would not detect the patient. The patient was connected to the device via a quik-combo therapy cable and therapy electrodes. A precordial thump was delivered to the patient while medical personnel was troubleshooting the device. Medical personnel observed that when they manipulated the quick-combo therapy cable where it connects to the device's therapy connector assembly, that the device detected the patient. Once the patient was detected, they attempted to charge, in order to shock; however, they observed that the device stopped charging at about the halfway point, then reset and began charging again. The second attempt to charge was successful and the device was able to shock the patient. The patient's heart rhythm converted to a normal sinus rhythm. The customer advised that the delay in providing therapy was approximately 2-3 minutes. The patient, a (B)(6) female, survived the event.